Manufacturer narrative:
Additional information from the user facility reported that the anatomy was tortuous and continuous flush was maintained. During use, resistance had been encountered between the device and the stent delivery system. Visual analysis of the returned device revealed the guidewire was bent on its middle and distal sections. It was confirmed that the core wire was attached at the distal end. The guidewire was examined under magnification and it was noted that ptfe coating had been slightly peeled off at several places along the proximal section of the wire. The exact cause of the ptfe peeling cannot be determined; it is known that insufficient tightening of the torque device can result in ptfe peeling. However, in this instance this does not appear to be the cause of the peeling as the torque device had been tightened at the areas where the peeling was observed so the instruction in the directions for use was followed.

Event description:
Based on analysis of the device, the polytetrafluoroethylene (ptfe) coating was noted to be peeling. There were no consequences or impact to the patient.